Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. UDI #: (B)(4).

Event description:
It was reported that a fiber like foreign matter was found on the surface of the catheter of a 22 g x 1 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter before use. No injury or medical intervention.

Manufacturer narrative:
Investigation: lot analysis: device/batch history record review: no. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: n/a; although this incident is an MDR and review is required per (B)(4) , review was not conducted because a lot number was not provided. Visual analysis: observations and testing: unit: received one 22g bd insyte autoguard blood control IV catheter unit without packaging. The unit was received in two bags and in three portions: bag 1: contained portion (1) the catheter/adapter assembly which was intact. Bag 2: contained portions (2) the needle/hub assembly which was fully retracted within the safety shield (barrel) and (3) the protective needle cover. Photos were provided for observation, of which photo revealed the unit to be in similar condition as that of the unit provided. Visual/microscopic examination: portion 1 - catheter/adapter assembly: the catheter tip had no damage and was an acceptable grading (4) per specification. There were traces of non-foreign (excess lube) present on the catheter tubing near the tip. The catheter tip had no damage and was an acceptable grading (4) per specification. Note: the lube is a material of construction and results from the manufacturing process. The lube can be easily removed with a swab applicator (not embedded). Investigation samples(s) meet manufacturing specifications: no, excess lube (non-foreign) was observed on the catheter tubing near the tip. Conclusions: confirmation of the subject of foreign matter, as stated in the pr, was conclusive with the unit and photos provided for this incident. Confirmed there was non-foreign (excess lube) near the tip of the catheter tubing. The characteristics of the fm (non-foreign) was evidence to confirm and support manufacturing process related issues for the reported defect of the returned unit. Confirmation of the failure of foreign matter (non-foreign) was conclusive based on the observations of the unit and photos provided for this incident. Although the defect of fm was confirmed, reproduction of the customer¿s experience could not achieved in the laboratory environment. Root cause: relationship of device to the reported incident: manufacturing ¿ the non-foreign (excess lube) observed near the tip of the catheter tubing results from the dipping process during normal manufacturing. The fm on the catheter was identified as a material of construction (non-foreign). A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Manufacturing was notified of this incident and the findings.

Manufacturer narrative:
Correction: date received by manufacturer: 07/11/2017.